Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the allegation of white foreign matter on the catheter was confirmed. The reported white foreign matter was observed on the catheter. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of foreign material is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientific concluded the cause of quality control deficiency was selected based on the identification of white stains on the handle section of the catheter. While no physical breakage or structural damage was observed, the presence of these surface anomalies constitutes a cosmetic defect damage in the handle that impacts product quality.

Event description:
It was reported that during preparations for a farapulse pulmonary vein isolation procedure to treat atrial fibrillation, the handle of a farawave catheter was found to have foreign white material on it. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparations for a farapulse pulmonary vein isolation procedure to treat atrial fibrillation, the handle of a farawave catheter was found to have foreign white material on it. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.